Event description:
Per the clinic, the patient experienced sound intermittencies with the implanted device since device activation. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (b)(6) 2026 and the patient was reimplanted with a new device during the same surgery.